Event description:
It was stated that the insulin pump was beeping for no reason. It was also stated that the customer was hospitalized for low blood glucose levels. No blood glucose reading was reported. The parents asked to have the insulin pump replaced.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.